Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was noted that the keypad was thinning. It was also noted that the up and down keys were under and over responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the buttons were unresponsive. The keypad cover was removed and there was contamination observed under all the contacts. Unrelated to the original complaint, the battery compartment was found to be cracked above and below the grip pad. The pump case was found to be cracked on the upper right corner of the display lens.